Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) had received inappropriate antitachycardia pacing (atp) and shocks due to atrial tachycardia that had conducted down to the ventricles. No changes were made to the ICD and it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.